Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Failure analysis was unable to perform the displacement test due to motor error alarm. The insulin pump was received with cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that they received a no delivery alarm after wearing the insulin pump in a magnetic resonance imaging machine. Customer also reported the insulin pump was stuck in the rewind process. It was also found the customer had a motor error alarm. Customer's blood glucose was 142 mg/dl. The customer stated the drive support cap appeared to be normal. Customer also stated they were unable to complete the rewind sequence on their insulin pump as a motor error alarm was recurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.